Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was lost to follow up and presented to the hospital. Upon interrogation, undersensing was noted on the right atrial (ra) lead. Programming changes were made and the issue was resolved. No patient symptoms were reported and the patient was stable.